Event description:
The patient had a codman hakim programmable valve implanted and started to expierence hydrocephalic symptoms. The surgeon tried to reprogram the valve on three different occasions without success. According to the affiliate the valve has not been explanted. At the present time, only a review of the device history records has been requested.